Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process that were related to the customer's reported complaint. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The lens met specification prior to release. The lens remains implanted in the patient¿s eye; however, a photo of the lens was provided for evaluation. The lens photo does show a ring pattern on the surface of the lens. Since the lens is still implanted, it cannot be determined if there is a product deficiency. The complaint can be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and on 1 day post-op the patient's vision is 20/25. The account indicated that faint rings appear on the toric lens implanted. The lens was left in the eye. No further information was provided.